Event description:
On (B)(6) 2017, non-osseointegration of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis, pain, mobility and increased sensitivity. No further patient complications were reported.